Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex. After ablation was performed using a 1.5mm rotaburr a 3.0 x 20 synergy drug-eluting stent (des) was placed. A 2.25 x 20 synergy des was advanced but failed to cross the lesion. When the 2.25 x 20 synergy des was removed from the patient's body, it was noticed that the stent was dislodged on the balloon shaft. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 2.25 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with stent struts lifted and stretched along the entire length of the stent. The stent had moved proximally on the device, past the balloon cones, with the proximal stent located now 5.5cm distal to the port bond. The balloon cones were reviewed and no issues were noted. The balloon wings were not subjected to positive pressure. In the absence of the stent, which had moved off the balloon, visible crimp markings were evident on the balloon. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found the damaged stent was now located 5.5cm distal to the port bond, no other issues were noted along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex artery. After ablation was performed using a 1.5mm rotaburr a 3.0 x 20 synergy drug-eluting stent (des) was placed. A 2.25 x 20 synergy des was advanced but failed to cross the lesion, when trying to enter the proximal part of the guidezilla the stent was dislodged, this was not noticed until later. After examining the stent delivery system dislodged stent was found on the stent delivery shaft. No patient complication were reported. It was further reported that the stent also failed to pass through guidezilla and dislodged.